Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing broke off at the site but not at the quick release. This issue occurred a day before this report and he did not know what his blood glucose level was at the time of this incident. Reportedly, patient's blood glucose level was 315 mg/dl when he changed his infusion set and at the time of this report, patient's weight was (B)(6) lbs. No further information available.